Event description:
This aortic valve replacement procedure was performed in (B)(6). After implantation of the aortic valve, the physician wanted to correct the placement of the valve with the gooseneck snare. However, while using the snare to correct the placement of the aortic valve, the catheter tip including the marker band broke away embolized distally. No injury or issue to the patient was noted.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested should it become available, a supplemental report will be submitted.